Event description:
On 11/02/1998 the account reported a platelet count of 233 g/l without an "lri"-alarm, which was indicated on the histogram. The sample was retested and a platelet count of 10.7 g/l was given. The patient's surgery, which was scheduled for 11/04/1998, was cancelled after the lower platelet count was obtained. No report of injury.